Event description:
It was reported that while in the cath lab the fos (fiberoptix sensor) connector was connected to the pump. Prior to intra-aortic balloon (iab) insertion, the pump gave a system error 8 alarm and a blue with red x fos icon appeared on the display. The user through that the iab was the problem and a second iab was retrieved for use. When the second fos connector was connected to the pump the same thing happened; the pump again gave the system error 8 alarm and the blue with red x fos icon appeared on the display. At this time the user switched the pump. As the fos connector of the second iab was connected to the second pump, the second pump read the fos connector without issue. As a result, the pump is now with a third party service organization for service. There was no reported pt death or injury. Medical / surgical intervention was not required. Intra-aortic balloon pump (iabp) therapy was not interrupted or delayed. There were no reported pt complications and the pt outcome is listed as good.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.